Event description:
It was reported the patient feels the ipg has moved. The physician feels the patient's healing has been slowed. The patient was given an abdominal binder for two weeks to address the issue. Follow up revealed the issue is not resolved and the ipg site is uncomfortable. The patient is pending an appointment with the physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.